Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. The customer's address is unknown. (B)(4) has been used as a default. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for incorrect/missing label information on lot # 9064315. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, incorrect/missing label information) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. The batch creation date (2009) is prior to sap implementation so the lot # cannot be searched by the dl plant. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 31 ga 8 mm 100 bx 1200 USA was missing the expiration date on 5 boxes before use. The following information was provided by the initial reporter: material no. 320109, batch no. 9064315. It was reported that boxes did not have an expiration date on them. Verbatim: consumer wanted to know why pen needles had an expiration date on them and when did they expire. Stated, she found 5 boxes in her closet unused.